Event description:
It was reported that the patient lost therapy due to ipg reached end of life. It is unknown if this occurred prematurely. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.